Event description:
It was reported, via int'l complaint, that the inner cannula was very difficult to remove when the device is in the pt. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The device was returned to the MFR for eval and the results are recorded in section h.10 of this report.